Manufacturer narrative:
The actual device in question was not returned to merit medical systems therefore an investigation could not be performed. From a clinical perspective, the device in question was not being prepped correctly. At least a 20 ml syringe is needed to pull a strong negative pressure in order to completely draw air out of the line. The hosp was only prepping with a 10 ml syringe. The lines also need to be tapped at all junctions to dislodge any remaining air bubbles. The event described herein could be attributed to user error. Merit will continue to monitor events of this type to ensure that no increasing trends over.

Event description:
Air bubbles are being drawn in from the in-line tubing. This is happening at prep and during the procedure. No pt harm or injury occurred as a result of this event.